Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The defective front panel was returned to olympus medical systems corp. (Omsc) on may 21, 2021 to further investigate potential quality issues with the device. It was confirmed that the reported phenomenon was reproduced when the device was turned on. Omsc determined that the reported event was caused by a failure of the light-emitting diode (led) element on the front panel. The exact cause of the damage to the lde element could not be conclusively determined. However, since it does not tend to occur frequently, it may have been caused by a rare failure of the element. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light-emitting diode (led) element on the front panel malfunctioned due to an accidental failure.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the front panel of the device was defective during preparation for use. Reportedly, volume indicator of co2 did not work. Olympus engineer visited the user facility and replaced the display to new one. There was no report of patient injury associated with this event.